Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior choroidal artery using penumbra smart coils (smart coils). During the procedure, after advancing a smart coil in the aneurysm using a non-penumbra microcatheter, the physician determined that the smart coil was the incorrect size and decided to withdraw it; however, while attempting to withdraw the smart coil from the aneurysm, the smart coil became stuck inside the non-penumbra microcatheter. Therefore, the physician removed the microcatheter with the smart coil altogether. The procedure was completed using another smart coil and another non-penumbra microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked approximately 29.0 thru 36.0 cm from the proximal end. The penumbra smart coil (smart coil) was advanced out of the distal tip of the non-penumbra microcatheter. The non-penumbra microcatheter was ovalized approximately 91.5 thru 101.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the smart coil was stuck inside of an ovalized non-penumbra microcatheter. The ovalization in the non-penumbra microcatheter likely contributed to the reported issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.